Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from the sensor scan in comparison to a reading obtained on a competitor brand meter. Customer reported receiving a sensor result of 50 mg/dl compared to a reading of 250 mg/dl obtained on a competitor brand meter. It is unknown how much time elapsed between readings. Customer further reported he/she "collapsed" and that an emergency response team transported him/her to a diabetes clinic. It is unknown what, if any, treatment was provided as this information was not provided by the customer. Customer reported "there I had to spend a long time and by appropriate controls".

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from the sensor scan in comparison to a reading obtained on a competitor brand meter. Customer reported receiving a sensor result of 50 mg/dl compared to a reading of 250 mg/dl obtained on a competitor brand meter. It is unknown how much time elapsed between readings. Customer further reported he/she "collapsed" and that an emergency response team transported him/her to a diabetes clinic. It is unknown what, if any, treatment was provided as this information was not provided by the customer. Customer reported "there I had to spend a long time and by appropriate controls".